Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned in the original case. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found but, connector is broken off. Delamination - layers were intact and did not separate. Discoloration - the device was unclear and discolored. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. The customer does not have additional patient information. The patient's weight and race/ethnicity information was requested from, but they do not have that information. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the hinge broke off from a silent nite 3d sleep device. It was reported that the device was used for a period of 27 weeks. Per the report the healthcare provider did not observe any patient symptoms or permanent injury. It was reported that the patient discontinued using the device and the device was replaced with a product similar to the complaint product.